Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02411. It was reported the patient had not used or charged her scs system in approximately 1 year. She stated she was never able to get adequate coverage and believes her system has contributed to other health problems. She reported she wants her system removed. No further information is available at this time.